Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device had a broken shell, creases, a dark ring and missing shell. A weight test of the device was performed and verified the device as underweight. A microscopic analysis was performed which identified a break found with the following conditions: a sharp edge on the radius side with stress marks assessed as a surgical impact opening, crease smooth edge on the anterior side due to a smooth opening, and wear abrasion. Based on the device analysis, the final assessment is a break found with the following conditions: a sharp edge on the radius with stress marks assessed as a surgical impact opening, a crease smooth edge on the anterior side assessed as a fold flaw opening, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.